Event description:
It was reported that the procedure was performed to treat a lesion in the anterior tibial artery with calcification. The 2.5x200mm armada 14 percutaneous transluminal angioplasty (pta) catheter was being advanced and met resistance due to the calcified anatomy. The balloon was inflated once; however, during the beginning of the inflation there was no pressure and contrast leak was noted. Another unspecified device was used to complete the procedure. There were no adverse patient effects and no significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported complaints appear to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.